Event description:
Information was received from a healthcare professional (hcp). The hcp reported that the patient was referred for evaluation and treatment of refractory disabling pain with a spinal cord stimulation removal. Patient has not used the stimulator for several months. The battery is causing hip pain. Site of pain is right lef and hip- radiates down to the calf. Characterized by sharp, achy, and stabbing, "needle pressing." Left hip and leg pain contributes 100% to the overall pain related disability. Disabled from significant pain for 100% days out of the month. The patient's expectations for surgery include activities of daily living, reducing pain, and improving quality of life. The battery site was tender and causing a lot of pain. Patient was able to be discharged from the facility.

Manufacturer narrative:
Analysis of the ins (s/n:(B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.